Event description:
It was reported that the patient presented with pain, loosening of the tibial component, and collapse of the medial tibial plateau. The patient's knee was revised.

Manufacturer narrative:
Evaluation summary: updated information received via revision operative notes. Review of revision operative notes confirms patient underwent a revision right knee arthroplasty. Preoperatively the patient presented with pain, loosening of the tibial component, and collapse of the medial tibial plateau. The tibial plate was easily explanted. It was also noted that the cement was easily removed as it was not well adhered to the tibial component. It was indicated that there was significant tibial plateau bone loss particularly on the posterior medial aspect of the tibia. The package insert states that loosening or fracture/damage of the prosthetic knee components or surrounding tissues is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. The information provided on this form was previously submitted under manufacturing report number 1822565-2012-00891.